Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer module controller connections were not properly seated, resulting in the drawer reporting failures and appearing offline. The field service engineer had observed that the light emitting diode (led) on the module controller indicating drawer open/closed status was not illuminated; the fse then conducted field testing of the drawer controllers for drawers 3.1 and 3.2, with both testing within range at greater than 5k ohms across test points tp505 and tp503, reseated the row board cable headers on both drawer controllers, restarted the station and confirmed all module controller leds illuminated properly, verified no failures were reported after the med application completed initialization, validated correct operation through the hardware test application, observed the customer successfully complete an inventory count for medications in drawers 3.1 and 3.2, and verified user access through the med application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and went offline. The system indicated that the drawer was not loaded on the bus, and recovery attempts for the drawer and its contents were unsuccessful. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.